Event description:
It was reported that the customer had issues with the insulin pump's battery. Her blood glucose level was 285 mg/dl. The customer received failed battery tests and a battery out limit alarm. The product was returned. Nothing further to report.

Manufacturer narrative:
Unable to verify off no power anomaly, the failed battery test alarm, and the battery out limit alarm due to blank display. Unable to perform displacement test, operating current measurements, and off no power test due to blank display. The blank display was due to severely corroded battery tube and battery cap contact. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.